Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective stimulation. As a result, patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Effective therapy was restored postoperatively. Ipg was also relocated due to pain at ipg site (see manufacturer report number 1627487-2020-01744). Ipg was also explanted and replaced due to service app issue (see manufacturer report number 1627487-2020-01746).